Event description:
New information received notes the undersensing observed was functional undersensing. Programming changes were made. The patient was doing well.

Event description:
It was reported, that two events of undersensing r waves were observed on high ventricular rate stored electrocardiograms on remote transmission. The r waves occurred, during the ventricular sense refractory period. No symptoms were reported.